Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that intra-operatively, the patient's lead dislodged. It was noted that the patient's "branch was not long enough to support the lead." The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.